Event description:
Implant failed due to a aprt that does not fit/allign.

Manufacturer narrative:
Implant failed due to failure of osseointegration.

Event description:
Implant failed due to failure of osseointegration.